Event description:
End user stated that her m41srb power chair allegedly ran her into a table causing a lamp to fall and cut her leg.

Manufacturer narrative:
Dealer stated that the end user had driven her m41srb power chair into a table causing a lamp to fall, user sustained a cut to her leg requiring 26 stitches. Dealer is unsure as to when this issue occurred as end user didn't report the incident till weeks after it happened. End user alleges that the chair starts and drives by itself. Dealer states no error codes located in the log that would cause loss of control. He has allegedly tested the unit for hours and there are no issues with chair. Dealer also stated that he has instructed end user on proper use and how to drive the chair correctly, multiple times, but the end user does not retain this information and that all issues with the chair have been caused directly by the end user misuse.